Event description:
Problems: perclose catheter broke off inside patient while attempting to advance it into the femoral artery. Resolution: with use of fluoroscopy, a forcep was able to grab the catheter and it was pulled out of the patient.